Manufacturer narrative:
The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. Caller loaded a previously used cartridge onto the device. Tandem technical support educated customer regarding labeling instructions. Customer¿s blood glucose level was 200-299 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.